Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the returned product identified significant wear and removal damage at the implant threads. The collar of the device is noted to be fractured. The returned x-ray shows the reported implant in the surgical site, which is fractured out at the collar. The reported medical events could not be verified from this image. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported fracture of the implant shoulder. About three months after implant placement, screw and implant fracture were noticed. Doctor indicated wound dehiscence, inflammation, small wound (cuts), and pain. Implant had to be removed surgically. Patient was rescheduled for new implant placement and new restoration. The reported implant fracture complaint was confirmed. The reported medical events could not be verified with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, describe event or problem, manufacturer, expiration date, implanted, explanted, office contact - manufacturing site, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
About three months after implant placement, screw and implant fracture were noticed. Doctor indicated wound dehiscence, inflammation, small wound (cuts), and pain. Implant had to be removed surgically. Patient was rescheduled for new implant placement and new restoration. Original complaint description: doctor indicated fracture of implant shoulder.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that the implant was fractured. The implant was removed. It was also reported that the patient suffered wound dehiscence, inflammation and pain as a result of the fracture.